Event description:
It was reported that "when final tightening the blockers during a surgical case on (B)(6) 2010, the tip (hex head) of the final tightening torque wrench broke off when applying normal force to tighten the blockers. Appears that the joint where the hex head meets the torque wrench has become weak causing the wrench to break."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.